Event description:
Customer reported that the sys kept going into standby mode at 91,907 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The customer's initial report that the sys kept going into standby mode is not considered a reportable issue however, upon analysis of the returned fiber, this event is being reported. Analysis of the returned fiber found the fiber cap to be fractured and partially broken with a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. Based on the analysis findings, the fiber condition could result in a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical /procedural factors encountered during the procedure, resulting in fiber breakage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.